Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. The biosense webster, inc. Product analysis lab received the device for evaluation on 19-nov-2024 and per the evaluation completion on 25-nov-2024 observed the brim cap, the hemostatic valve, and the silicone ring were separated from the original place. The bwi product analysis lab became aware of the additional findings of the brim cap and silicone ring were separated on 25-nov-2024 and have also assessed this returned condition as reportable. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the brim cap, the hemostatic valve, and silicone ring, were separated from the original place. Further investigation under microscopic revealed that, there was rest of adhesive, evidencing a correct assembly manufacturing process. Additionally, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified in the brim cap could be related to the valve and leak issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage on the brim cap cannot be established. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and observed a hemostatic valve blood leakage. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The sheath was being used on the patient. Blood return was observed. However, unknown the approximate volume of blood that was lost. Air did not enter the patient¿s body. Needle was not used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).